Event description:
Clinical study. Same case as 6000089-2007-01601 and 6000089-2007-01602. It was reported that 961 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 80% stenosed, 16 mm long portion of the distal segment of the saphenous vein graft (svg) to right coronary artery (rca). The physician treated the lesion with direct placement of a 3.0 x 16 mm taxus express2 study stent. There was no residual stenosis. Target lesion 2 was a 3.5 mm, 80% stenosed, 16 mm long portion of the mid segment of the saphenous vein graft (svg) to right coronary artery (rca). The physician treated the lesion with direct placement of a 3.5 x 16 mm taxus express2 study stent. There was no residual stenosis. Target lesion 3 was a 3.5mm, 80% stenosed, 16 mm long portion of the saphenous vein graft (svg) to right coronary artery (rca). The physician treated the lesion with direct placement of a 3.5 x 16 mm taxus express2 study stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. The patient would be brought back for staged interventions to the svg to om and to the lad. At 960 days after the index procedure, the patient was admitted for unstable angina pectoris. The next day, treatment consisted of angioplasty and placement of a 3.5 x 8 mm taxus stent in the saphenous vein graft to the distal rca. The patient was discharged the next day on clopidogrel and aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.